Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned within the introducer sheath. Visual inspection of the device revealed that the proximal contact was kinked, the delivery wire was stretched and broken. The main coil was not returned for analysis. Functional testing could not be performed since the main coil was not available. It is possible that the analyzed coil delivery wire fracture and damage occurred upon removal of the device from the packaging, preparation of the device prior to use or handling of the device or portion of the device during the clinical procedure. Therefore based on all of the information available an assignable cause of handling damage was assigned to this investigation.

Event description:
Analysis of the returned device noted that the coil delivery wire was broken. No consequences to the patient were reported.